Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm virtual watch dog customer's blood glucose at time of incident was unknown. The customer stated the alarm received was virtual watch dog. Customer was explained the alarm and possible causes. The customer was advised the insulin pump will need to be replaced.

Manufacturer narrative:
The pump was received with a full segment display due to a faulty component on the interface board. Unable to perform the idle current test, run current test, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, no delivery, displacement tests or verify the watch dog alarm due to the full black screen. The pump also had minor scratches on the display window.